Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported an image flip issue. The isi tse reviewed logs and confirmed error 23003. The isi tse suggested to use another endoscope. The isi tse confirmed another endoscope was working fine. The isi tse found there was a friction issue on moving the gear assembly of endoscope. The isi tse told him endoscope needed to be replace. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree plus endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. This defect was confirmed as binding. The complaint was confirmed by failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and noises were heard during testing. In addition, the endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope had a rattling noise from the housing. The endoscope was disassembled and dislodged desiccant balls were found inside the backend of the housing.

Event description:
Refer to h10/h11 for follow-up information.